Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the adhesive was not sticking well enough. This occurred with "6 to 8" infusion sets. No adverse event reported. The infusion sets were returned for product evaluation.